Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed and the device failed a test step during testing. The device's oxygen blending module board and system board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed and the device failed a test step during testing. The device's oxygen blending module board and system board were replaced to address the issues. The system board and oxygen blending module subassembly were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and oxygen blending module subassembly functioned as designed and operated without issue or error codes.